Manufacturer narrative:
Analysis of the returned device identified creases fold, wear abrasion,an opening(curved) on radius and white particles leak test and microscopic analysis was performed which identified am opening crease(smooth) on radius, striated puncture on anterior and posterior. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a striated puncture on anterior and posterior due to surgical damage, consistent in the use of a surgical tool, and an opening crease(smooth) on radius due to fold(flaw) opening.

Event description:
Health professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device has been explanted.